Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they were hospitalized on 09/15/15 with a high blood glucose level of 700 mg/dl. The customer was in a coma due to the high blood glucose. The customer does not recall what happened but stated that they had pneumonia for a week. The customer did not troubleshoot their insulin pump. The customer had their insulin pump replaced.